Event description:
It was reported that during a surgical procedure involving the cryoflex probe, the probe initially cooled to the required subzero temperature as expected, but the temperature suddenly stopped decreasing during the procedure. The device was replaced. No patient complications have been reported as a result of this event. Medtronic received additional information that the probe reached about -150°c and near the end of the procedure, it stayed above roughly 6¿8°c. Ablation was performed about 18 times and needed an additional 3 to 5 applications. There were no problems connecting the probe. The customer did not notice any distinct gas leak sound. Medtronic received additional information, via analysis of the returned device, that the heat exchanger of the probe was broken.

Manufacturer narrative:
Device evaluation: the probe was received with the heat exchanger broken.performance testing could not be performed with the heat ex changer broken. Conclusion: reason for the return was undetermined for cooling. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.